Event description:
Freestyle libre 3 plus sensor (not affected by current serial number) is consistently giving false low readings when compared to finger sticks. Causing me to treat my son for hypoglycemic episodes that are not accurate. Serial number (B)(6). The freestyle read 89-115 during the time that the freestyle read 52-69.